Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 24 mm and a 3.0 x 12 mm synergy drug-eluting stents were deployed in an overlapping manner in the lad and the procedure was completed. However, after the procedure, stent thrombosis was noted and was intervened with an aspiration catheter. A larger balloon was also used to post-dilate the stent. No patient complications were reported and the patient was doing fine.